Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous circumflex intervention, the whisper guide wire would not cross into the obtuse marginal vessel and detached into two pieces. During removal of the guide catheter and both pieces of the guide wire, the detached portion of the guide wire fell out of the guide catheter into the left anterior descending coronary artery. Attempts to remove the separated portion of the wire were unsuccessful, so the patient was taken to surgery for surgical removal. The wire was removed without issue during surgery. The patient is resting and stable, but remains hospitalized. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device returned. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.